Event description:
The physician was attempting to use an endeavor resolute rx drug eluting stent. Angiograph results showed 90% stenosis in the middle of rca, the lesion was calcified and tortuous. The endeavor resolute was inspected prior to use with no issues noted. During the procedure, the lesion was pre-dilated once with a sprinter legend (12atm, 10secs). 80% stenosis remained after the dilatation. The endeavor resolute stent could not pass the lesion due to calcification. The physician used a new device to complete the procedure. The physician concluded that the event ¿was not related to the quality of the device¿. No clinical sequelae reported. Device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the distal tip was frayed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th and 11th proximal segments were misaligned with slightly raised struts; the 12th distal segment was deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver the stent and stent deformation). Patient condition affected effectiveness of the device (lesion was calcified. 80% stenosis remained following pre-dilation). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver the stent and stent deformation). Device failure related to patient condition (lesion was calcified. 80% stenosis remained following pre-dilation). (B)(4).